Event description:
Rn withdrwaing medication into syringe to adminster to patient. Rn assessing medication previous to adminstereing and noted the amount seemed excessive, further evaluated and noted syringe was marked incorrectly.